Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the batteries in the insulin pump were not lasting long. They would last for a day or a day and a half. The customer¿s blood glucose level was 164 mg/dl. Troubleshooting was performed. They received a power loss alarm. They were advised to monitor the insulin pump and confirm insert battery alarm is displayed before inserting a new battery. The device will not be returned for analysis.